Event description:
The physician introduced a cutting balloon to a moderately calcified, in-stent restenosed lesion. The target was previously treated with a bare metal stent. The cutting balloon was inflated to 6-7 atm for 30 seconds until a pinhole was noted which potentially caused a perforation. The perforation was treated with a 3.25x21 stormer inflated to 6 atm for 660 seconds and a 3.5x20 nc stent was placed over the perforation, inside the previous bare metal stent.